Manufacturer narrative:
This complaint was involved with three devices. Device 1 is being reported under MDR-2247858-2022-00039, device 2 is being reported, and device 3 is being reported under MDR-2247858-2022-00041.

Event description:
"Implantation of graft went fine. Patient had fem fem done on (B)(6) 2021 for iliac thrombosis." Patient outcome: "patient is fine."

Manufacturer narrative:
This complaint was involved with three devices. Device 1 is being reported under MDR-2247858-2022-00039, device 2 is being reported under MDR-2247858-2022-00040, and device 3 is being reported under MDR-2247858-2022-00041.

Event description:
"Implantation of graft went fine. Patient had fem fem done on (B)(6) 2021 for iliac thrombosis." Patient outcome - "patient is fine."